Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was inserted into the left ventricle, and the device functioned optimally. However, when the physician attempted to remove the peel-away sheath, he inadvertently advanced the impella further into the left ventricle, resulting in prolapse and kinking of the device, causing it to fold upon itself. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of product damage (cannula kink). The device was not received for evaluation. The root cause of the reported issue could not be determined; however, the most likely root cause of the product damage (cannula kink) was due to use related since an improper technique was used to remove the peel away. This report is being filed as part of a retrospective review of historical records.